Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: on investigation, all keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons.